Event description:
Customer was hospitalized for low blood glucose levels. It was found that the customer used the square wave bolus feature and he programmed too much insulin. Customer states that he was unsure of how to use the feature and was aware that he programmed it incorrectly. Customer was educated on the feature. Troubleshooting was done and pump passed all testing.